Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was leaking. Additional malfunctions include the compressor was loud.